Event description:
It was reported that the measuring scale is not accurate, +3 to 4mm. Therefore the graft (btb) was to long and has to be shortened intraoperatively. No patient injuries were reported.

Manufacturer narrative:
One 014415 graftmaster endobutton holder returned. The product is 1 year old. The complaint says: ¿it was reported that the measuring scale is not accurate, +3 to 4mm. Therefore the graft (btb) was too long and has been to be shortened intraoperatively¿. Dimensional evaluation confirmed that the 10 to 20 mm distance is 10mm and the 60 to 70 distance is 10mm. The actual distances between the rest of the 10mm increments measure under spec; less than 10mm for each 10mm incremental distance between the 20mm to 60mm positions. 0 to 10 is unknown as the drawing does not call out the zero starting position. This complaint was tasked to engineering for deeper evaluation. Engineering response: failure mode was confirmed by quality engineering.